Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline disconnect alarm on their primary controller at the time of connecting their batteries for the day upon waking up. They tried to connect and reconnect the batteries and finally decided to do a controller exchange. The patient was currently at the clinic on their backup controller, feeling well. Log files were sent for review. The log file captured the driveline disconnected on (B)(6) 2026 at 4:32:09. Before the driveline was disconnected, low power advisories were noted, which may have been the result of connecting and reconnecting the batteries. The ventricular assist device (vad) was functioning as intended before the driveline was disconnected.